Event description:
It was reported that the pt experienced pain in the right flank over the route of the extension catheter. A kink/occlusion in the subcutaneous section was noted and confirmed by x-ray at an unknown date. The catheter was explanted/replaced. The pt recovered without sequela. The medication being delivered via the device system was baclofen.